Event description:
Patient called to report that meter reads cta and inaccurate high bg readings. Ccr was able to resolve the inaccurate bg readings, but was unable to resolve the cta. Ccr sent patient a new meter.